Event description:
During a follow up call on an unrelated event the home patient's (hp) spouse told baxter product surveillance that patient had to be admitted to the hospital for a "stomach infection" in 05. This was later confirmed as peritonitis (per discussion with the nurse at the pd facility in 08/05). The hp's spouse stated that the hp had an infection around their catheter. The nurse was unable to confirm this. The nurse was unsure of antibiotics given in the hospital. Cefazolin 1g ip was prescribed (nurse was unsure of dates). The hp was discharged in 08/05. Was sent home on just cefepime 1g daily ip. On 08/05 (two days later) hp was started on vancomycin (2g every five days) due to cloudy effluent and is currently on vancomycin, the cefepime was stopped (date unknown). The nurse stated that the patient is currently feeling better and doing fine. The nurse will follow up with the home patient.